Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx pro laa closure device with delivery system (wds). A small pericardial effusion was noted on echocardiography prior to the commencement of the procedure. Difficulty was encountered cannulating the guidewire through the superior vena cava and the transeptal puncture was performed in a low and posterior location. An attempt was made to implant a 24mm closure device however release criteria was not met. The 24mm closure device was recaptured and removed and a 20mm closure device was successfully implanted with all release criteria being met. At the conclusion of the procedure, a pericardial effusion around the right atrium was identified via transesophageal echocardiogram (tee). The patient remained hemodynamically stable while a pericardial drain was placed and 200cc of blood was removed. The physicians concluded the pericardial effusion likely resulted from the difficulty cannulating the superior vena cava. The patient fully recovered and was discharged two (2) days post index procedure.